Event description:
Caller states patient tested 6.8 inr and 7.1 inr on the coaguchek s system while a (B)(4) lab returned as 2.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.